Event description:
N/a.

Manufacturer narrative:
Updated field: b4, e1 (site country), g3, g6, g7, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the expired 9v battery, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted if additional information is provided. (B)(6).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure. There was no harm or adverse event reported.